Manufacturer narrative:
Zimmer biomet complaint number: cmp-(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a right knee arthroplasty. Subsequently, the patient stated they underwent a knee aspiration "a few months after implant" and then "reattached knee cap". Attempts have been made and additional information on the reported event is unavailable at this time. No revision has been reported to date.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0001822565-2017-04746.